Event description:
It was reported that during implant, there was difficulties loosening the set screw when attempting lead repositioning. Multiple wrenches were used, but unsuccessful. After several minutes, the physician was able to loosen and reinsert the set screw to reposition the lead. The patient was fine and device remains implanted.

Manufacturer narrative:
(B)(4).